Manufacturer narrative:
The device was returned for evaluation and the reported malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the e103 lamp lighting failure was likely caused by a failure of the power supply unit; however a definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the xenon light source had an e103 lamp failure occurrence that did not resolve after replacing the lamp. The issue occurred during an unknown diagnostic procedure. The intended procedure was not completed. There were no reports of patient harm or injury.